Event description:
Patient with brain injury placed inside posey 8060 product. Pt was able to pull loose material from the side of product over his face. One staff member said when "they found him, he had turned blue." Staff were able to tend to pt and suffered no injuries. Service calls by posey customer service and visits by the local posey district manager and local product distributor discovered the product was not installed correctly. A correctly installed product does not have any loose material. Posey has requested that product involved in incident be returned to posey (as of this writing, the unit has not been rec'd yet). Pt now resides in another similar posey product. Posey has also revised installation instructions to emphasize key points in order to help avoid incorrect installations in the future.